Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient¿s representative called to ask when the doctor is checking the catheter if they went into the same port in the middle of the pump where they put the medication or if they put the needle into the triangular part of the pump. It was reviewed that they would put the needle into the triangular part which is called the catheter port. Per the reporter, today the patient had a procedure and they tried to check the catheter, and nothing came out and they were told that the patient would have to have the pump replaced because something was wrong. Sometime in (B)(6) 2021 when they went to do a pump fill, the low reservoir pump alarm was alarming. The low reservoir alarm was set to alarm when it hit 2 cc and when they removed the medication from the pump there was almost 4cc left. They were going to change the low reservoir alarm from 2 but decided to leave it. On (B)(6) 2021, the were expecting to have 2.8 cc of medication in the pump but removed 6.9 cc.